Event description:
The report stated that the ligasure atlas was used during a biliary-pancreatic diversion. The surgeon reported hearing an end tone indicating the seal cycle was completed satisfactorily. But when the surgeon opened the instrument, it was found that the pt's tissue was not sealed, but the blade had cut the pt's tissue and the unsealed site was bleeding. The surgeon repeated the seal cycle, and again the instrument didn't work but the system sounded the end tone. The blood loss from the cut tissue was not severe enough to require a transfusion, but the exact amount lost is unk. The ligasure generator in use was set at 2 bars of power, out of maximum of 3 bars.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.